Manufacturer narrative:
Batch review performed on 22 november 2019. Lot 189013: 125 items manufactured and released on 20-feb-2019. Expiration date: 2024-02-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly 5 months after primary. The surgery was completed successfully.